Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient, who had severe essential tremor and balance problems, slipped and fell straight backwards, hitting the occipital region of their skull. They had a large hematoma. There was no emergency room or emergency medical services. There was no loss of consciousness, however they "saw stars". Imaging was performed the day of the event, with negative results. The etiology was stated as unlikely related to the device/therapy and not related to the procedure. It was noted there was surgical intervention on their gpi. The event was unresolved with no further intervention planned. No further complications were reported as a result of this event.

Event description:
Additional information received from an hcp of a clinical study indicated the issue was not related to the device, therapy, or procedure. ¿MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.